Manufacturer narrative:
The returned device was evaluated and investigation found a minor crack observed on the top housing and the exposed portion of the soft cannula was observed to have multiple bends. Although the exposed portion of the soft cannula was found to have kinks, no leaks were found during testing. Despite the crack observed in the top housing, no internal corrosion on the pcb, batteries, or any other components was found. Download data showed no signs of struggle or pulse width increases that would indicate device struggle to deliver insulin. Device found to function properly; no problem found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, wile wearing the pod between 36 and 48 hours on the leg. The patient felt insulin leaking out on the skin. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied. The patient's blood glcuose history is as follows: time: (B)(6) 2019 9:15, bg (mg/dl): 264; 9:26, 256; 9:41, 251; 9:56, 241; 10:01, 245.